Event description:
Getinge became aware of an issue with surgical light - powerled. As it was stated, the paint was peeling and there is a gap between double fork. The issue was also confirmed by photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as fork and lighthead detachment or any paint particles falling off into sterile field during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with surgical light - powerled. As it was stated, the paint was peeling and there is a gap between double fork. The issue was also confirmed by photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as fork and lighthead detachment or any paint particles falling off into sterile field during procedure may cause contamination or serious injury. Based on an information gathered, the device was repaired by replacement of the parts. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during service action. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Root cause analysis of gap between doublefork was also performed by subject matter experts at the manufacturers. As they stated, the root cause of this incident is due to the loosening of one of the screws. The reason of these loosened screws remains unknown because it is glued with loctite 222 during assembly in factory. Once the manipulation of the lights is detected as abnormal by the user, a repair must be done as soon as possible. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
Manufacturer's reference number (B)(4).